Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, upon opening the packaging for an 8mm x 40mm precise pro rx self-expanding stent (ses) delivery system, the stent was found detached from its delivery rod. Images were provided which show the stent fully expanded and released from the delivery system. The device was not used and there was no reported injury to the patient. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile ¿precise pro rx us carotid system¿ was received for analysis, coiled inside a clear plastic bag. The device was unpacked and inspected. A thorough examination revealed the following: the device was fully deployed, and the stent was properly expanded with no visible damage or anomalies. The hemostasis valve was returned in an unlocked position. No other damages or irregularities were observed. The usable length was measured and verified, with dimensional analysis results found to be within specification. A functional test could not be performed because the unit was received in a fully deployed state. However, the mechanism was reset to its manufacturing condition to simulate the stent deployment process. The mechanism was actuated, and no anomalies were observed during the simulated deployment. The reported event of ¿stent delivery system (sds) deployment difficulty¿premature/during preparation¿ was observed, as the device was returned with the stent in a fully deployed state. The exact cause could not be definitively determined. Based on the event description and device evaluation, premature stent deployment is most plausibly associated with the hemostasis valve being in an unlocked position during handling or packaging preparation, potentially allowing unintentional activation of the deployment mechanism. As the stent was received fully expanded and detached from the delivery system, functional testing in the as-reported condition was not feasible. Following restoration of the mechanism to its manufacturing configuration, simulated deployment testing demonstrated no functional anomalies, indicating that the device met manufacturing specifications. Based on the analysis findings, this suggest the event was more likely attributable to procedural or handling factors during removal from the packaging or while handling during preparation. It is important to note the IFU warns, ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ according to the instructions for use, which is not intended to mitigate risk, ¿open the outer box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. E. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. F. Close the stopcock attached to the tuohy borst y connection. G. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ the product analysis and information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, upon opening the packaging for an 8mm x 40mm precise pro rx self-expanding stent (ses) delivery system, the stent was found detached from its delivery rod. Images were provided which show the stent fully expanded and released from the delivery system. The device was not used and there was no reported injury to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Event description:
As reported, upon opening the packaging for an 8mm x 40mm precise pro rx self-expanding stent (ses) delivery system, the stent was found detached from its delivery rod. Images were provided which show the stent fully expanded and released from the delivery system. The device was not used and there was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.